Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's display is unresponsive. There was no patient involvement.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2024-00284.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2024-00284.